Event description:
It has been indicated by the customer that patient fell out of the bed. Inspection of the device revealed that there was no product problem. A (disoriented) patient tried to climb out of the bed by doing so, he fell to the ground. Fortunately, without any reported injuries. (B)(4).